Event description:
It was reported that the patient presented to the clinic and found to have reproducible right ventricular lead noise. There were no other anomalies reported and the patient was asymptomatic. On (B)(4) 2018, the physician capped and replaced the lead. The pacer was explanted and replaced as well. Patient was stable post procedure.

Manufacturer narrative:
The reported field event of noise was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found.